Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results for two patient samples. Of the data provided, only the results for one patient sample were reported outside the laboratory. The initial result from a sample from the ER was 10.15 miu/ml and was reported outside the laboratory. The sample was repeated on another cobas e411 analyzer and the result was <0.500 miu/ml. A qualitative screening test was also performed and the result was negative. The repeat result was believed to be correct and the physician was immediately notified. There was no adverse event. The hcg reagent lot number was 17551301 with an expiration date of 04/30/2015. The field service representative could not find a cause and took no remedial action. He ran calibration and qc which passed and he ran performance testing. After the service visit, the patient sample was retested with a result of <0.500 miu/ml.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration, qc and instrument performance data, a general reagent or instrument issue was unlikely. It was noted the customer was not following the tube manufacture's recommendation for centrifugation conditions.